Event description:
The customer reported a failure to discharge and shock button failure during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge and shock button failure during testing. There was no patient involvement. The device was sent to the philips bench for evaluation. The reported symptom could not be duplicated. However, errors in the device log verified the issue. The issue was localized to the therapy pca. The therapy pca was replaced to resolve the issue. The device then passed all testing and was returned to the customer site for use. We are considering this a malfunction of the therapy pca.